Event description:
The customer reported at 7:30am she activated a new pod and her blood glucose and insulin history is as follows: time: 2:42pm, bg (mg/dl): 315, bolus (u): 2.45. Time: 4:15pm, bg (mg/dl): 364. The pod was then deactivated and she noticed the cannula was bent. She was able to activate a new pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.